Manufacturer narrative:
Continuation of concomitant products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2014, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 18-nov-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving hydromorphone (unknown dose and concentration) via an implantable pump. It was reported on (B)(6) 2020 at the time of routine catheter evaluation, the catheter was noted to be non-aspirateable. On (B)(6) 2020 at the time of pump replacement and catheter revision, the pump was disconnected from the extension catheter. A syringe was attached to the extension catheter and 2 cc of cerebrospinal fluid (csf) was able to be withdrawn from the catheter. It was noted the catheter was not revised at the time of pump replacement. The outcome of the event resolved without sequelae on (B)(6) 2020. The device diagnosis was pump unable to enter/withdraw from catheter access port. The clinical diagnosis was unsatisfactory analgesia. The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was not related. The event date was (B)(6) 2020. No further complications were reported/anticipated.